Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that threshold measurements on the right ventricular (rv) lead rose into a high range after the patient received radiation treatment, with exit block being a possible contributing factor. The lead was explanted and replaced. No patient complications have been reported as a result of this event.